Manufacturer narrative:
B1: there was no adverse event or reportable product malfunction. H1: there was no serious injury to the patient. Clarified information revealed that the patient did not require percutaneous removal of the device. H6: device code: appropriate code not available: there was no adverse event. No reportable device malfunction. This report includes information known at this time. Based on additional information received, there was no serious injury to the patient and no reportable product malfunction, therefore a follow up report will not be submitted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided: the stent was removed transurethrally with a ureteroscope under general anesthesia and not laparoscopically as originally reported. The device will not be returned, it was discarded by the customer.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during removal of a universa firm ureteral stent from the left ureter, there was obvious encrustation making it difficult to remove the stent. The physician removed the stent with a laparoscope under general anesthesia "while the patient was in relax.". The patient did not experience any adverse effects as a result of this occurrence. No unintended section of the device remained inside the patient's body. Additional details regarding the patient and event have been requested. At this time, no additional information has been provided.